Manufacturer narrative:
During follow-up, the patient said she did not believe the product was the cause of the infection. She believes the infection was due to her diet and high ph level in her urine. The patient did not know the lot number of the units she used during the time of the infection.

Event description:
Intermittent catheter patient (user) stated she had urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was prescribed an antibiotic, took the full course, and fully recovered.